Manufacturer narrative:
Being investigated. The device history records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are no similar incidents against this batch. (B) (4)

Event description:
The physician claims that during a procedure using an excel soft graft that the left anastomosis was completed successfully, then the graft was cut to length. During suturing of the right side, the device began to split and fray and had to be re-cut. Anastomosis was eventually completed successfully without injury to the pt. A 5.0 prolene suture was used for this procedure. The cutting tool used to cut the device to length has not been reported at this time.